Manufacturer narrative:
The event of hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a traumatic hemorrhage requiring surgery to drain."

Event description:
Patient representative reported ¿a traumatic hemorrhage requiring surgery to drain.¿ this record is for the left side. Device was explanted. Manufacturer of the device is unknown.